Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. Loss of coverage on pain areas were noted. Possible fractured lead contacts were also noted. Setting optimization has been perform with coverage of the pain area.

Manufacturer narrative:
Block b3: exact date unknown, event occurred september. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7113881, UDI: (B)(4).

Event description:
It was reported that the patient has fractured contacts. Troubleshooting was conducted, addressing her areas of pain. Additional information was received that fall was mechanical and not device of stimulator related. The leads were not confirmed to be fractured on imaging. It is presumed based on the history and mechanical fall. The patient landed directly on her back.